Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert broke during use. No injury occurred.

Manufacturer narrative:
A start-x tip satelec insert 1 was returned in loose. The instrument is broken in the curved portion of the operating part, at irrigation hole level. No material defect was found during analysis of the rupture pattern. No unused device is available for further evaluation. The batch number is unknown, DHR cannot be reviewed. No information was provided by customer regarding satelec scaler power setting. We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer which are exclusively given for satelec generators. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several other factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip. For information, we noted that the returned device had a active part strongly worn out.